Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the balloon of the flexi-cut ruptured at 30 ps during the third attempt of the procedure. Resistance between the guide wire and the flexi-cut device increased and the guide wire kinked while manipulating the devices; therefore, both devices were replaced with new ones. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the atherectomy catheter was returned with blood visible in the nosecone, housing and on the balloon. There was contrast visible in the triple arm. The cutter was in the distal end of the housing. The balloon was loosely folded. There was no damage noted to the atherectomy catheter. The guide wire used during the procedure was not returned. A new indeflator, filled with water, was used to pressurize the balloon to the rated burst pressure. There was a pinhole 4 mm proximal to the distal taper. There was a scratch beside the pinhole. A new guide wire was backloaded through the returned atherectomy catheter. There was no resistance noted. Product performance engineering reviewed the case description and the analysis of the returned flexi-cut. It was reported that the balloon of the flexi-cut ruptured at 30 ps when cutting was done for the third time during the procedure. The analysis of the returned flexi-cut was able to confirm the case description as there was pinhole proximal to the distal taper. Balloon ruptures may occur due to, but not limited to, mechanical damage, handling of the device during use, over inflation and / or interaction with patient anatomy or interaction with associative devices. There was a scratch beside the pinhole, which suggests interaction with another object such as the patient anatomy or associative device. It was reported that the lesion was eccentric with 90% stenosis which may have contributed to the failure. Since the device was able to be prepared for use, and used for several cuts, and based on the results of the analysis, this failure appears to be related to the circumstances during the procedure. It was also reported that resistance between the guide wire and the flexi-cut device increased and the guide wire kinked while manipulating the devices. The used guide wire was not returned for analysis. Patient anatomy and morphology, the condition of the catheter being used, and blood and contrast drying on the guide wire can all be factors in resistance issues. During analysis of the returned flexi-cut, a new guide wire was backloaded through the returned atherectomy catheter and there was no resistance noted. The guide wire is delicate and can easily kink if moved against resistance. Since there was no issue reported as noted during the inspection of the guide wire prior to use, and the resistance could not be duplicated during analysis, it appears the issue is related to the circumstances during the procedure. A review of the finished device lot history records did not reveal any non-conformities which could have contributed to this complaint. This MDR is considered closed by the product performance group.